Event description:
It was reported that the siderail fell off of a hospital bed and fell on the foot of a lab technician who was assisting a patient in the bed. No injury was reported.

Manufacturer narrative:
This facility purchased this bed from another hospital who previously owned the unit. It was discovered that the siderails had been removed for cleaning and refurbishment before selling it to this facility. The retaining rings are installed at the manufacturer, and are for single use only. If the siderail is removed, then the same retaining ring cannot be re-installed. A new retaining ring must be installed. Most likely, the hospital that sold the bed to the facility involved with this event re-installed the same ring which resulted in the siderail falling off of the frame.